Manufacturer narrative:
Additional information received on 15-oct-2019 that the event occurred during testing. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found missing rear label and cracked rear housing. Event history log review was performed and found no evidence of reported problem. Event history log review was performed and found no evidence of reported problem. Visual inspection and occlusion sensors testing were performed. The customer's reported problem could not be duplicated. According to the investigation, double beep was detected during power up of the device and the pump downstream sensor was in specification. However, further investigation found fluid ingression on the pump dso. The pump downstream occlusion sensor was replaced as a preventive maintenance. The problem source of the reported problem is unknown.

Event description:
Information received a smith medical cadd-legacy 6400 pump alarm double beeped no cassette. No adverse patient events reported.